Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low insulin alert and removed the cartridge to load more insulin into it. The customer stated receiving a cartridge alarm 27 while attempting to load a cartridge and had removed the cartridge before entering the load screen. Tandem technical support was unable to confirm the alarm in the pump data. Reportedly, the customer had been reusing cartridges. The customer reloaded the cartridge and was able to resume insulin therapy. There was no reported impact to the customer's blood glucose level.